Manufacturer narrative:
The device evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a flow accuracy issue. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "flow rate inaccuracy" was not reproduced. The device was tested for flow accuracy and delivered within intended range. An event occurrence date was not provided, however the last day of customer use, revealed 2infusions programmed at a rate of 40 ml/hr and a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.